Event description:
It was reported that the customer experienced frequent insulin bolus delivery anomalies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with correct time and date. The insulin pump was monitored for two days. No unexpected bolus delivery or anomalies noted. Unable to prime the insulin pump during prime test due to loose/flush drive support disk. The insulin pump received with minor scratches on lcd window.